Manufacturer narrative:
(B)(4). Batch # r59f26. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60d cartridge reload present. The cartridge was received fully fired. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws did not open at the first firing. Eventually, the jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient.